Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had leakage as the valve failed to stop flow. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd insyte autoguard bc shielded IV catheter had leakage as the valve failed to stop flow. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Received a iag bc 24ga unit consisting of a catheter-adapter assembly and a fully retracted needle-barrel assembly within an open package from lot number 8054568. DHR review for batch 8024568: a total of (B)(4) units were manufactured on afa line 10 from (B)(6) 2018 through (B)(6) 2018 and packaged on line 9 from (B)(6) 2018 through (B)(6) 2018. All challenge, set up and in process samples were performed according to the quality control plan and all passed per specifications. No issues were found. Observed there were traces of blood throughout the components of the catheter-adapter. No mechanical/physical damage was observed to any of the components. The actuator and septum were present and were properly seated in place. A lab provided luer lock syringe was connected to the female luer of the adapter and the actuator was successfully pushed through the septum confirming slit presence. The returned catheter/adapter assembly was dissected to evaluate the septum pierce (slit). The slit was present per specification, a surface tear was observed around one of the slit legs. There was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident. No physical evidence to confirm or to support manufacturing process related issues for the defect. The device returned for investigation had been used, therefore the blood escape test could not be performed. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.